Event description:
It was reported that the patient had been experiencing pain at the generator site due to the generator migrating and sticking out more. The operative notes for the implant surgery were reviewed and it appeared that the generator was not secured during the initial implant surgery. The surgeon was retrained on the manufacturer's recommendation that non-absorbable sutures should be used to secure vns generators during implant surgery. However the surgeon stated that he believed the generator did not need to be sutured due to the location the generator was implanted. It was later reported that the patient underwent surgery due to the generator migrating. The generator was replaced and the chest pocket was revised.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device. Corrected data: device evaluated by MFR; this information was inadvertently reported incorrectly as "not returned to MFR." On mfg. Report #0 and should have been reported as "no" with code "81". Corrected data: additional manufacturer narrative and/or corrected data; "device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device." This information was inadvertently left off on mfg. Report #0.